Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced that the infusion set had fallen off due to tape not sticking on the first day of use event on (B)(6) 2026. The set had fallen off from the abdomen. The infusion set had been in use for less than 24 hours. No further information available.